Event description:
It was reported that the screw head has broken off interoperatively. The screw remained in the patient, the screw head is made available for examination. No extension of surgery time.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned screw indicated that the screw head fractured from the threaded end. The threaded portion was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch; hence we believe this to be an isolated event. A clinical analysis indicated that it was reported that there was no patient injury. The location of the broken screw is unknown; therefore it is also unknown whether there is a possibility of migration due to micro-motion of the screw. No further clinical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.